Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15647. It was reported that non-sustained v oversensing was noticed in a transmission. The non-sustained v oversensing episode was indeed noise on v lead but had to tell, but it was definitely oversensing. Myopotential noise was suspected. The decision was made to monitor the patient. The patient is stable.

Event description:
New information notes that the patient came into clinic yesterday and more oversensing was stored which appeared to be myopotentials. Programming changes were made and the patient is stable